Event description:
On 17-november-2021, neotract was made aware of a published article which described a patient that underwent a prostatic urethral lift (pul) procedure on an unspecified date. It was reported that the patient experienced hematuria which required endoscopic hemostatic intervention. The details of the intervention were not specified, but it was reported the patient was hospitalized for three days. The current condition of the patient is unknown.

Event description:
On 17-november-2021, neotract was made aware of a published article which described a patient that underwent a prostatic urethral lift (pul) procedure on an unspecified date. It was reported that the patient experienced hematuria which required endoscopic hemostatic intervention. The details of the intervention were not specified, but it was reported the patient was hospitalized for three days. The current condition of the patient is unknown.